Event description:
It was reported by the dealer that this concentrator is alarming and has sever dust on the outside of the cover; s/n (B)(4). No patient injury reported, no additional information provided.